Event description:
Ous MDR - after an implantation time of 10 months, this device was explanted due to eri indication, after 9 shocks at 40 joules and oversensing of the t wave. No adverse pt side effects have been reported.

Manufacturer narrative:
Upon receipt, the battery depletion was confirmed. After an implantation time of ten months, this depletion is considered premature. The device history record was inspected, documenting that the device performed as expected during manufacturing. Visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module, were found to be within specification with an external power supply attached. Ability of the electronic module to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The manufacturing records were inspected, documenting that the battery parameters were within specification during manufacturing. No anomalies were documented during the production process associated with this battery. Visual inspection of the battery did not reveal any external signs of damage. Voltage measurement confirmed the battery depletion. However, calorimetric measurements revealed an increased internal self-depletion. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly, a microscopic short was identified, which led to an increased internal self-depletion within the battery, contributing to the battery status eri. In summary, the clinical observation was from a self-depletion within the battery. This does represent a random component failure. This electronic module proved to be fully functional during analysis.